Event description:
Surgery proceeded without incident until emergence from anesthesia when the pt experienced severe bronchospasm and could not be ventilated. The lma airway was removed, an endotracheal tube was inserted, however, ventilation could not be established and the pt expired.